Event description:
A customer reported a malfunction alarm on their insulin pump. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer managed the high blood glucose level using insulin pens and did not require assistance from a third party. The malfunction code was resettable, but the problem persisted after resetting the pump. Technical support provided information and assisted with the pump reset, and subsequently decided to replace the pump. The customer was informed of the replacement, and instructions were given for returning the problematic pump. A replacement pump with updated software was sent to the customer, with training available in their tandem source account.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by insulin pens. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Cts to replace pump, customer will rely on multiple daily injection to ensure delivery of insulin therapy.